Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, blood came out of the lumen and when the plunger was pulled back, resistance was felt, no sutures were attached. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported not to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report: additional information received stating the physician is in-training in the use of the proglide device.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, per instructions for use: under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.